Event description:
It was reported that during the use of the cassette, cadd reservoir cassette displayed a "no message" alarmf. The customer changed the pump to another one, but the alarm persisted. So he changed the cassette to another one, and no alarm sounded. The pumps used together with the cassettes were 21-6500-09. No patient injury was reported.

Event description:
It was reported that during the use of the cassette, the device displayed a no message alarm. The customer changed the pump to another one, but the alarm persisted. So he changed the cassette to another one, which resolved the issue. No patient injury was reported.

Manufacturer narrative:
Other text: h4: device manufacture date could not be completed due to lack of information regarding lot number. H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. Visual inspection found no damage, kinks or any discrepancies that could cause the failure mode reported. Functional testing showed that the sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. Complaint was not confirmed. No root cause was determined for reported problem and no subsequent actions were taken as the complaint was not confirmed. No lot number was provided; therefore, device history record review could not be completed. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken, corrected data: correction: b5:describe event or problem: updated.